Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('severe bleeding') in a 42-year-old female patient who had essure (batch no. 893019) inserted for female sterilisation. Medical conditions: no concomitant products were used. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain and genital haemorrhage was resolving. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. Lot number:893019 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Amendment: the report was amended for the following reason: this case has been previously distributed without evaluation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('severe bleeding') in a 42-year-old female patient who had essure (batch no. 893019) inserted for female sterilisation. Medical conditions: no concomitant products were used. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain and genital haemorrhage was resolving. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. Lot number:893019, manufacturing date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('severe bleeding') in a 42-year-old female patient who had essure (batch no. 893019) inserted for female sterilisation. Medical conditions: no concomitant products were used. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain and genital haemorrhage was resolving. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. The reporter commented: discrepant essure insertion date reported by consumer: (B)(6)2012. Lot number:893019. Manufacturing date: 2011-08. Expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-dec-2021: due to follow up received from reporter this report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter address extended. Case is now a potentially legal case we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('severe bleeding') in a (B)(6) female patient who had essure (batch no. 893019) inserted for female sterilisation. Medical conditions: no concomitant products were used. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain and genital haemorrhage was resolving. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.